Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, lower case, bail covers, and ring cover were broken, the battery drawer was contaminated, the battery release, battery release o-ring and battery drawer o-ring were contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the display was broken and out of specification. (B)(4).